Event description:
A vaxcel microport was placed for therapeutic purposes on 8/2004. Two and half weeks later extravasation, irritation and inflammation was noticed around the port. When the port was removed, a thirty percent circumferential crack was found near the connection of the port to the catheter. The irritation and inflmmation resolved without treatment when the port was removed. The port was replaced.